Event description:
Performing arthroscopic posterior capsule lateral augmentation / shift for lateral splitting. One suture passed fine. On second suture, passed hook through capsule and while attempting to pass through latrum noted apparent lack of movement where suture was to be presenting. No sensation of breakage or problem. Pulled back and noted needle gave from end of instrument. Tried for a period to retrieve arthroscopically, but necessitated open retrieval after 3 xrays & several hrs. Then completed repair open as would have done arthroscopically without difficulty and closed incision.